Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder, the device experienced the cannula breaking / pulling off. The following information was provided by the initial reporter. The customer stated: I would hereby like to report an incident that has occurred more than once and which, in my opinion, is related to the leakage of blood from the report. After puncturing the blood vessel, the needle system breaks in two when connecting the tube. The needle is removed by the staff member, but the shock is still felt. The needle and the surgical tubing are disposed of in the needle container

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for needle / holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a tube with water, and the issue of needle / holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode needle / holder separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.